Event description:
Pt placed on or table with head at foot. Table was unlocked to be turned. When turned, the table tilted, causing pt to begin to slide off. Pt was caught by personnel and table was righted. Please note at the time of this report MFR has already inspected table.